Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/18/2025, a sales representative reported via email that a patient experienced a post-surgical allergic reaction. During the procedure, the patient was implanted with an ar-1789j-cp internalbrace implant system. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has concluded a most likely cause. The most likely cause is a patient-specific event, attributed to a postoperative allergic reaction.